Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring approximately 0.1 cm in length. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round high profile 500cc saline breast implant, catalog number 3503420, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor smooth round high profile 330cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the doctor during examination. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3543607mc, serial number (B)(4), and right replaced with catalog number 3543607mc, serial number (B)(4) on (B)(6) 2018.